Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a laparoscopic hepatectomy, the subject device was placed on the patient abdomen for an unknown reason and the patient suffered an unspecified burn. A request for additional information is in progress.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer's investigation. New information added to the following fields: b5, h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the device being hot right after output activation and then being placed on the patient's abdominal area. No malfunctions were reported. The instruction manual contains the following descriptions, and it warns against this event. ¿ to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened. ¿ the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. ¿ to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer as follows: it is unknown what the setting was for the subject device when it burned the patient. The lot number is unknown. The burn site currently has no issues.